Event description:
It was reported that the entire implantable cardioverter defibrillator (ICD) system was removed due to the right ventricular (rv) shock lead conductor fracture and therapy downgrade. No additional patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).